Manufacturer narrative:
Additional information was received that database analysis of the battery discharge was observed and revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters showed a reset value within a normal range. The impedance measurements were observed to be within a normal range. The device appeared to be working as expected.

Event description:
A report was received that the patient was having charging issue. The physician stated that the ipg was not too deep. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was having charging issue. The physician stated that the ipg was not too deep. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was moved to abdomen and lead extensions were added. No device malfunction was suspected. The patient was doing well.

Event description:
A report was received that the patient was having charging issue. The physician stated that the ipg was not too deep. The patient will undergo a revision procedure wherein the ipg will be relocated.